Event description:
As the operator was replacing the wash solution on the centaur system, the wash drawer would not slide back into place. When the operator pushed harder to close the drawer, her hand impacted into the instrument and she fractured her finger. It was found that the sliding mechanism was rusted & corroded from spilled cleaning solution, which had accumulated over time and the track had become misaligned. The sliding mechanism and track have been repaired.